Event description:
The customer contact reported leaking at the distal end of the tubing set; subsequently, bleed back was noted. The tubing set was primed with an unspecified hydration fluid. Once the tubing set was attached to the pt, a leak of fluid was noted where the tubing meets the male adapter. An unspecified amount of bleed back was noted. The tubing set was replaced and the infusion resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.